Event description:
It was reported to philips that tempus pro does not recognize when an etco2 device has been plugged in. Inability to get an etco2 reading for any device once plugged in. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.